Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable cause includes skin preparation and application, the IFU offers further guidance. No lot number has been provided, however, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture, complaint history file contains further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an opsite dressing does not stick after a box of 5 was bought by a customer. How the procedure was finished and patient outcome are unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.